Manufacturer narrative:
The ihealth covid-19 antigen rapid test is available in two packaged components: test set 1: 1 covid-19 antigen rapid test + 1 pre filled tube + 1 swab. Test set 2: 1 covid-19 antigen rapid test +1 empty tube and 1 sealed solution +1 swab lot 221co20216 use test set 1 , so the tube is pre filled , consistent with the situation described by the user . The user may refer to test set 2, so it is suspected that the component is missing . 2) suspected false negative investigation: review the result of the lot 221co20216 performance inspection report is qualified. Lot 221co20216 reserved sample for positive test, the test result is pass: positive coincidence rate 100%. Based on the detection principle and relevant clinical data, the test results of the ihealth covid-19 antigen rapid test are directly related to the viral load in the sample. For samples with lower viral load, false negatives may occur. Continuously collect information on false negatives of this batch of products.

Event description:
Customer feedback : covid test kit supplied by (ihealth) did not have all the components listed in the instructions.there was no sealed solution container. The item "empty tube" had liquid pre filled. Test came back as negative even though we are 90% sure it should be positive.